Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 270 mg/dl. The customer alleged that the pump was not delivering insulin properly. System check with tandem technical support identified that the cartridge was the cause for the insulin delivery issue; however, the customer maintained that the pump was not functioning properly. Additionally, it was reported that the pump's bolus history was missing. Reportedly, the customer reverted to manual injections for insulin therapy.